Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to myopotential noise, low amplitude and t-wave oversensing. X-rays were performed which showed under insertion of the electrode. It was decided to explant the system, and a transvenous implantable cardioverter defibrillator (ICD) was implanted. This system is expected to be returned for analysis. No further adverse patient effects were reported.